Event description:
As reported, when aspiration is performed with a syringe, the fluid delivery set will allow saline to be drawn, however, once the syringe is disconnected from the angiographic system and re-connected, the saline is not flowing well. The hospital is concerned with air bubbles. There has been no air injection or pt injury. A used fluid delivery set is to be returned for evaluation.

Manufacturer narrative:
In lieu of the device used in the reported incident, the end user hospital returned 50 units of unopened, unused devices from a lot number different than that involved in the reported incident. A representative sample size (8 units) were visualized and functionally tested. No visual deficiencies were noted for the samples. When tested per our procedures, the devices functioned as intended. Although the exact cause of the reported incident could not be determined since the used sample was not returned, the reported failure mode could not be duplicated using the representative samples. The reported event is not occurring more frequently or with greater severity than is usual for the device. The info contained therein is being provided to the FDA to comply with regulations relating to medical device reporting.